Event description:
Patient death was reported and unit reportedly did not alarm. The customer has refused to provide the device for evaluation. The customer is reportedly having the device evaluated by an independent expert in agreement with another country. Ge healthcare's investigation into the reported occurrence is till ongoing. A follow-up report will be issued when investigation has been completed.